Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating on two occasions the screen locked up and rendered the monitor inoperable. On july 7th, a multi-colored screen was displayed. When the customer examined it, it started up correctly, so device was put it back into service. The customer reported the device has not been dropped or damaged. The patient was moved to another system for procedure, otherwise no impact to patient was noted.